Manufacturer narrative:
Analysis was unable to confirm the customer comment that the device would not power up, it powered up on the bench and passed its automated incoming testing. Analysis did confirm however that the atrial output connector was broken, as was the lower case and that c277 on the main printed circuit board was damaged. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was handed over to a company representative by a nurse who indicated that it was unable to be turned on. Inspection further revealed a cracked atrial port and a cracked case near the battery side. When new batteries were installed the generator did power on. The generator was returned for service. There was no patient involvement.